Event description:
It was reported that (2) devices were used during a small intestine (bowel resection). It was reported by the affiliate that the tlc55 instrument would not fire after reload. Another instrument was used to complete the case. There was no consequence to the pt.